Event description:
It was reported to boston scientific corporation that a captivator snare was used in the intestinal tract for an esophageal endoscopic mucosal resection procedure performed on (B)(6) 2026. During the procedure the snare failed to deliver energy. Procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.